Manufacturer narrative:
This report is filed november 13th, 2015.

Event description:
Per the clinic, the patient experienced pain with and without device used, however; the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.